Event description:
It was reported that the patient received inappropriate shock due atrial fibrillation after falling off the bike by accident. Programming changes were made. The patient was fine afterwards.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.